Manufacturer narrative:
Alleged failure: self-activating (away from the surgical site). The failure(s) identified in the investigation is consistent with the complaint record. The probable root causes could be water ingress. (B)(4). The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the device was self activating. There is no adverse and the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the device was self activating. There is no adverse and the procedure was completed successfully.